Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have thermal damage on the monopolar yaw pulley. The electrical continuity test was performed and passed. The ear of the distal clevis was cut in-house to inspect the conductor wire weld and no weld damage was observed. Please note: the monopolar yaw pulley boss feature was broken in-house upon distal clevis removal. Failure analysis found the secondary failure of distal clevis thermal damage to also be related to the customer reported complaint. The root cause of the thermal damage observed is typically attributed to capacitive coupling or use conditions but could not be established with the information available. Additional observation(s) not reported by site: the instrument was found to have indentations on the edges of the distal idler pulleys. The root cause of mechanical indentations/burrs instrument distal pulleys is typically attributed to mishandling/misuse, such as instrument collisions or impact from an external object. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. A review of instrument log was performed. The instrument was last used on (B)(6) 2022 on system (B)(4). The permanent cautery hook has one use remaining after the last use. The instrument has max 10 uses. This complaint is reportable due to the following: it was alleged that the instrument exhibited signs indicative of thermal damage. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, burned plastic was noted near the tip of the permanent cautery hook (pch). There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during central processing. No issue was reported during a case.